Event description:
Caller states a neonate patient received result of 56 mg/dl on the sensor system, and result of 37 mg/dl on the performa system. Patient was treated with oral glucose when the value was less than 47 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in a foreign country. This medwatch is for the suspect device used in the sensor system (lot number and expiration date unknown). Reference medwatch report for the suspect device used in the performa system.